Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) value on the home screen did not match the bg displayed on the lock screen. Customer's blood glucose was approximately 220 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.